Manufacturer narrative:
Replaced pendant to resolve the problem with the pendant cable pulling away from the body. The pendant was defective.

Event description:
Rep alleged that he has a box of pendants that have the cables pulled out of the body of the pendant. Rep alleged that there were some that were showing bare metal wiring. Rep alleged that there were patients in the beds and the beds were being used on various floors within the hospital.